Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on heartstart mrx defibrillator indicating that device did not pass functional testing. The fse evaluated the device onsite and determined that the co2 functional test failed. To resolve the issue, the co2 and nibp (non-invasive blood pressure) were calibrated, and the device was returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. Based on the information available and results of additional analysis, no further action is necessary at this time. After performing the co2 and nibp calibration, the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator failed the functional verification test. There was no reported patient involvement.